Event description:
Same case as #6000093-2006-00060. During a coronary drug eluting stenting treatment procedure, stent damage and a stent dislodgment occurred. A maverick balloon was used to predilate the target lesion. A taxus express2 3.0x8mm drug eluting stent was placed in the left main (lm) and a taxus express2 2.5x24mm drug eluting stent was placed in the left anterior descending (lad) artery. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent in the distal lad but the struts were lifted and the stent could not be placed. While removing the damaged stent, it caught on the previously deployed 3.0x8mm taxus stent, dislodging it from the vessel. Bvoth stents were removed together. A new 2.5x12mm taxus stent was placed in the distal lad and a 3.0x8mm taxus stent was placed in the left main. Results were achieved. No patient complications occurred. Patient status is satisfactory.